Event description:
It was reported the wand connection to programmer is broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connection was found loose on the lem (link electronic module printed circuit board assembly in the programmer. Analysis also found the keyboard hinge was loose. (B)(4).